Manufacturer narrative:
The lead was destroyed in the returned state. Three segments were available for analysis. During the analysis of the lead fragments, it was noted that the insulation had been damaged by friction in the region of the heart valve. This damage can with high probability be considered as the cause for the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the friction lead to the assumption of significant mechanical stress on the lead in the implanted state.

Event description:
Ous MDR - it was reported that oversensing was observed about 50 months after the implantation. The lead was exchanged. No deterioration of the patient's state of health was reported.